Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation was unable to observe or reproduce the reported error associated with load point #2. However, the reported symptom was confirmed (through the history log as an air in line alarm). The evaluation found low upstream sensor readings caused by a failed upstream sensor. With high readings, the pump is more sensitive to air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a load point #2 error. It was also reported that there was no patient injury.